Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) checked the boards in the back for any indication of failure. The fse then reseated the pyxis cable and booted the station back on. The trays for drawer 5.2 were inspected, and tray c was replaced because none of the cubies were being detected. The fse ensured that all cubies in tray c were detected and confirmed that there were no failures on the boards or in any of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. Drawer 5.2 whole pocket failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.